Event description:
The st. Jude rep phoned to report the pt presented to the ER when they received multiple shocks. Stored electrograms showed what was believed to be lead noise. Ventricular impedance had increased to >2000 ohms and r wave measurements had decreased. X-rays revealed an acute bend of the lead and was capped and a chronic sense-pace lead was connected to the device.